Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the optometrist reported that the light sensitivity resolved approximately two months after onset. No further information is expected.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that approximately three months following bilateral lasik surgery, the patient presented with transient light sensitivity (tls) in both eyes. The patient reported that the light sensitivity has not improved. In a follow up, the optometrist reported that the patient actually reported light sensitivity since day one after surgery, yet the patient remained on the regular eye drop regimen (no increase in steroid drop). At the most recent visit, the patient was instructed to continue using artificial tears only. The optometrist will continue to monitor the patient's progress closely. There are two medical device reports associated with this event. This report is for the left eye.